Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a reading of "hi" (readings higher than 500 mg/dl) and 370 mg/dl on the sensor compared to reading of 60 mg/dl obtained on the competitor meter. Customer experienced a loss of consciousness and "problem waking up" and received treatment of glucose injection and oral drinks by her husband. There was no report of death or permanent impairment associated with this event.